Event description:
These laser fibers both broke in the middle of two different evlt procedures. One broke outside of the catheter and one broke inside the catheter as you can see.

Manufacturer narrative:
The lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint samples were returned for evaluation and the following was observed: two fibres were returned for eval. Sample 1 the fiber was returned in two pieces. The fiber tip to break is 73.5cm. The break is just above the fiber loc fitting. 1.5cm of fiber is above the fiber loc fitting. The distal tip of the fiber is clear. It does not appear to have been fired. The break is jagged and rough. Sample 2 the fiber and the sheath were returned. There is a kink in the sheath 26cm from the tip. The kink appears to have worked through the sheath causing a break in the sheath. There is a bend in the sheath 41 cm from the tip. The sheath is filled with biological debris (blood). The break in the fiber is 29cm from the distal tip of the fiber. The break is not all the way through giving a kink like appearance. The break in the fiber matches up with the kink in the sheath. The complaint investigation is confirmed. During the evaluation of the returned samples, breaks were found in both fibers. Sample 1 appears to have broken just above the fiber loc and sample two appears to have broken in the sheath. Both breaks appear to have been caused due to sharp kinks. This type of complaint would have been noticed during the packaging process. All fibers are subject to physical inspection and testing. The manufacturing records and process controls were reviewed in regards to the reported lot number. The reported lot passed every inspection and testing criteria during the inspection. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.